Event description:
It was reported that after a da vinci partial glossectomy procedure, the black teflon coating on the shaft was coming off. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found main tube insulation exhibited damage along the distal end. The insulation was found with several gouge marks within the area. The marks were short in length and not axially aligned with the tube. The insulation also exhibited a couple of different damaged sections with insulation removed. Material was missing. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed could likely cause or contribute to an adverse event if the failure mode were to recur.